Manufacturer narrative:
Concomitant products: product ID 37602, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type implantable neurostimulator; product ID 7482a-51, serial # (B)(4), explanted: (B)(6) 2014, product type extension. Analysis of extension model 7482a-51, sn: (B)(4) found no significant anomalies. The extension had been twisted and stretched to a length of 59.9 cm from its standard length of 51 cm. The extension was electrically okay with no short observed across any circuits.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial# unknown, explanted: (B)(6) 2014, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after an implantable neurostimulator (ins) replacement procedure, a short circuit was ¿still evident¿ on electrode pair 1, 3 when impedances were checked with the patient¿s head in varying positions. There were seemingly no visible issues with the extension/ins connection. However, the patient still did not receive effective therapy. The patient¿s left extension was then replaced to hopefully resolve the short circuit issue. Initial impedance check with the new extension indicated normal impedances, with no short or open circuits. The patient was receiving effective therapy afterwards. Refer to manufacturer report 3004209178-2014-22107. Information suggested the short circuit existed prior to the implant of the ins on this report. The referenced report captures the issues experienced with the previous ins that led to its replacement.